Event description:
The bed does not go all the way up or down. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the motor that raises the entire bed up and down is allegedly malfunctioning. The bed will allegedly not go all the way up or down. Serial number supplied by the consumer, (B)(4) is invalid. No injury alleged.